Event description:
It was reported that during the procedure the metal protective piece that surrounds the burr blade bent in toward the blade and caused metal shavings to fall off inside the patient. Surgeon removed as much of the metal shavings as possible but some shavings were not retrieved. Used another burr to complete the case. Shoulder arthroscopy.

Manufacturer narrative:
Patient demographics (age at time of event, date of birth, weight) were requested but not provided. No further patient information was provided at the time of this report or made available in response to follow-up communication. No additional adverse consequences have been reported from this event. This device is used for treatment. The device was received and an evaluation was conducted. The complaint was confirmed. Device history record review revealed nothing relevant to this event. The evaluation revealed a frozen burr caused by hood to flute collision and metal gouging was found at the collision area.. The complainant's event is typically caused when the end user applied excessive force on the back of the hood causing it to make contact with the burr flute. This is the first complaint of this type for this part/lot combination. The potential cause(s) of this event will be communicated to the event reporter. If additional relevant information is received, a follow-up report will be submitted.